Event description:
It was reported that during an unk procedure, the handpiece didn't worked properly. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was received with the mount loose. The handpiece was tested with the generator and with a test instrument and an error code 3 was displayed. The handpiece was disassembled to inspect internal components and the following was found: a torn acoustic isolator and corrosion between the electrodes was found as evidence of moisture ingress. Internal electrical testing revealed that circuit was open. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters into the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. A possible cause for a loose mount is a result of the aging of elastomeric components in the handpiece resulting in the loss of compressive force on the mount. The cause is including but not limited to, number and type of sterilization cycles, improper handling (drops) and over torquing during use. It is probable that the loose mount and the moisture between the electrodes affected handpiece functionality resulting in an error code 3.